Manufacturer narrative:
One device was returned for repair. Visual evaluation found downstream occlusion (dso) seal air bubbled. Service history review identified there was no indication the complaint was related to previous service of the device. Primary reported problem of cassette not attached properly was duplicated. Contamination was found at dso sensor area. Replaced the dso sensor.

Manufacturer narrative:
E1 - initial reporter address 2: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette not attaching. There was unknown patient involvement and unknown harm/adverse event reported.